Event description:
The customer reported to olympus that the elevator flap cover was broken on the evis exera ii duodenovideoscope device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material in the air/water tube and cylinder and the distal end was cracked. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the elevator control lever had a crack, the grip had a scratch, the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the label on the scope connector was damaged, the connecting tube had a buckling, the adhesive around the light guide lens had a crack, the adhesive around the objective lens had a crack, there was corrosion around the elevator arm, the universal cord had a wrinkle, and due to the annual inspection some parts must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the distal end was cracked/ a gap was generated between z-block and distal end likely due to physical stress applied to distal end during device handling by the user. The event can be detected by following the instructions for use (IFU) sections which state: -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function. -inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be detected and prevented by following the instructions for use (IFU) which states: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.